Manufacturer narrative:
The device showed evidence of heavy use with excessive dried blood and tissue in and around the jaws. The cut function was tested on a silicone test strip and failed to cut. Examination under magnification confirmed that approximately .031 inches of the blade was missing. The site has been asked about the location of the missing blade several times with no response. It is possible the customer hit a staple, metal pin or other hard substance that damaged the blade. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. The IFU also recommends cleaning the jaws with a piece of wet gauze to help minimize tissue build-up between the jaws.

Event description:
The customer reported that the blade did not work. Upon receipt of the device, visual inspection determined that 0.031 inches of the leading edge of the blade is missing. It was reported that there was no injury to the pt.